Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, oversensing and counts to the sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.